Event description:
The clinician reported that 1 year after the dental implant was placed in ada site 7 in the patient's mouth, the implant lost osseointegration in type I bone. The clinician reported the patient's pain and insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.